Event description:
(B)(4): it was reported that a pump failed an accuracy test +6.85%. There was no patient involvement. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper sticker was removed. During functional check, the reported problem was duplicated. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Root cause was found to be inaccurate delivery. The expulsor assembly will need to be replaced due to above the accuracy limit test.